Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 125mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump passed the basic occlusion test, displacement test and bolus delivery. Drive support disk was inspected and no anomaly was noted. No motor error alarms occurred during test. Motor tested ok. The insulin pump was returned with a missing end cap sticker.